Event description:
It was reported that patient received a shock last week. Device working properly during device check shortly after. Patient feeling a tingling/burning sensation hear his left shoulder. Device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.